Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a power loss alarm from the insulin pump. The customer stated that they received multiple power loss alarms when the battery was out for less than 10 minutes. The customer was advised to insert a new battery. The customer stated that the power loss alarm still occurred. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was monitored for less than 10 minutes without the test energizer lithium battery and no unexpected power loss alarm after battery change noted. The insulin pump was received with normal operating current. However, the insulin pump had minor scratched lcd window and scratched case.